Manufacturer narrative:
(B)(4). Based on the evaluation of the returned sample, the complaint is confirmed. The appearance and color of the particles lead to a determination of rubber septum particles originating with possible coring during puncture by needle, most likely due to user technique. Sample analysis concluded that the orange-colored particles were likely stopper particles from the (B)(4), and that a non-routine 5cc syringe was used for solution withdrawal. The reason for the use of this non-routine syringe is unknown. Although the kit lot was not available, three (3) possible floseal kit lots could have contained the given thrombin lot number (exact lot is unknown). Batch records for all three of those floseal kit lots were reviewed. No exceptions or deviations were documented therein that may lead to a "solution-particles" complaint. No trend was found regarding solution particles. Label review was completed and instruction in the IFU were deemed accurate, easily accessible, and sufficient for use of this product. No assignable root cause was found to link the manufacturing process or material suppliers to this complaint. This occurrence of "solution - particles" will continued to be monitored.

Event description:
When the customer drew cacl2 solution from the vial with the 5ml syringe to transfer to the thrombin vial he found small foreign matter, light-brown colored, in the syringe barrel. The product lot number is unknown, but the lot number of thrombin vial is vnf4l048. No patient injury or medical intervention is reported associated with this event.

Manufacturer narrative:
(B)(4). Baxter medical assessment: foreign bodies or particles in the thrombin solution or solvent which appear after transfer into the syringe may be the result of cut out rubber particles of the rubber stopper of the vial. In this case the particles were detected prior to use and no impact on medical intervention or patient injury was reported. If such malfunction would reoccur and the product is used on patient this may possibly cause a low graded local inflammatory reaction, which only in a worst case scenario may lead to serious injury. Investigation is currently ongoing. A follow-up submission will be sent once the investigation has been completed.